Event description:
It was reported that an unk amount spectrum infusion pumps had an increase in upstream occlusion alarms. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval. Therefore, an eval could not be completed. If the device is identified and returned, and eval will be completed and a supplemental report will be submitted.